Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. Cause of expiration was noted as multisystem organ failure (msof). Approximately 4 days later, the manufacturer received information from the hospital indicating that there was suspected pump thrombus. The patient's right heart failure was a cause of the msof. An autopsy was not performed and the pump will not be explanted. The system controller was accidently disposed of but the log file from the system controller was submitted to the manufacturer for evaluation. According to the data log analysis, there were no adverse events recorded. The pump continued to run until it was disconnected on (B)(6) 2014.

Manufacturer narrative:
Although the power changes recorded in the log file appear indicative of potential pump thrombosis, the report of suspected thrombosis could not be confirmed because lvad pump is not available for evaluation. A correlation between the device and the reported right heart failure and expiration could not be determined. No autopsy was performed and the pump was not explanted. Review of the submitted log file showed a slight increase in pump power from about 4-5 watts to about 4.5 - 6.5 watts, with intermittent power elevations as high as 7.6 watts. The log file also showed a slight decrease in pi from about 2.5-4 to about 1.5-2.5; however, review of the log file could not conclusively confirm pump thrombosis. In addition, the system controller was discarded. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.